Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and initially verified the reported issue.  Physio observed that when attempting to deliver a 200 joule shock that the device only delivered 167 joules.  The device was opened and a physical inspection was performed with no discrepancies observed.  While the device was open, physio performed additional shocks of 200, 300 and 360 joules, all of which delivered normal outputs with a biphasic waveform.  The device was reassembled and further test shocks were performed.  All shocks delivered normal outputs with a biphasic waveform.  The initial issue could not be duplicated any further. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device has a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the defibrillator output energy was reduced by approximately 17% from the selected energy level which can be indicative of a monophasic shock being delivered.